Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that it was reported that during a robotic laparoscopic left partial nephrectomy procedure, at the beginning of the case, all four arms simultaneously triggered non recoverable errors, followed by a non recoverable system error that required a full system reboot. The surgeon console was completely disabled, preventing control of the arms. Multiple attempts to re enable the arms were unsuccessful, leading to a full system reboot. After rebooting, all video outputs defaulted to 3d mode despite the correct settings, forcing the team to continue the procedure using secondary monitors in 3d, which significantly limited visualization for the table assistants. There was a delay of more than 30 minutes due to the reported issue. Due to delay of procedure of more than 30 minutes, a report is required.

Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "arms simultaneously triggered errors", could not be confirmed. However, according to the reported issue, the cause can be attributed to a software issue, not correct established video path. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. Complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).